Event description:
It was reported that patient with this implantable pacemaker experienced lightheaded and dizziness. Patient is already working with health care professional (hcp). This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was surgically revised and to date, the device remains in service. No additional adverse patient effects were reported.